Manufacturer narrative:
Manufacturing review: a device history record and manufacturing review was not required as the event was determined to be unexpected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum instrument was visually inspected upon receipt and was found to be in good overall condition. The device was functionally tested and passed the tests as the gun primed and fired with lots of resistance due to the gun is very dry identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the reported device is stiff and hard to fire. The root cause for the reported device is stiff and hard to fire issue was determined to be gun is very dry. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Bd recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. (Expiry date: 11/2026).

Event description:
It was reported that during a biopsy procedure, the device was allegedly stiff and hard to be fired. There was no patient contact.